Event description:
It was reported by svc report that the bed exit was not working properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - wire was partially unplugged.